Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the reported teflon pad damage. A visual inspection was performed and found the teflon pad with normal wear; however, there were no burnt marks and no exposed metal found. The distal end of the device was inspected under a microscope and found no damage to the probe unit. In addition, the device passed the probe check. The root cause of the reported event is most likely due to insufficient or no tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic low anterior resection procedure, the teflon pad became burnt due to over activation of the seal and cut mode after the tissue was cut. No device fragment fell into the patient. The intended procedure was completed using another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.